Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose in the 20's mg/dl. The customer was treated with glucose gel in the ambulance. The customer was wearing the insulin pump during the hospitalization. The customer reported the drive support cap to appear normal. The customer stated that the pump was not exposed to MRI. The insulin pump will not be returned for analysis.